Manufacturer narrative:
Additional information : four (4) actual samples were received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the pouch of each returned sample. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The other three (3) samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that a hole was observed in the outer packaging of seven (7) 3 lead parenteral nutrition sets. This was identified prior to use and the devices were not used. There was no patient involvement. No additional information is available.